Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recz1901 showed no other similar product complaint(s) from this lot number.

Event description:
The following has been reported: "the nurse was placing a midline in the patient's arm by using the seldinger technique. When she introduced the guidewire, the patient felt a big pain (like if it was a sting). In panic, the nurse tried to took immediately off the needle and the guidewire. The needle came off but the guidewire stayed stuck in the vein or muscle, so he broke when she forced. The patient stayed with a fragment of the guidewire in the arm and they took him to the radio and echography to evaluation. Apparently, this fragment was in the muscle, so no danger for the patient. The nurse doesn't know if this situation was a material problem or a technical problem."

Event description:
The following has been reported: "the nurse was placing a midline in the patient's arm by using the seldinger technique. When she introduced the guidewire, the patient felt a big pain (like if it was a sting). In panic, the nurse tried to took immediately off the needle and the guidewire. The needle came off but the guidewire stayed stuck in the vein or muscle, so he broke when she forced. The patient stayed with a fragment of the guidewire in the arm and they took him to the radio and echography to evaluation. Apparently, this fragment was in the muscle, so no danger for the patient. The nurse doesn't know if this situation was a material problem or a technical problem."

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken guidewire is confirmed and was determined to be use related. One 0.018 in. Guidewire and one 21 g safecan introducer needle were returned for evaluation. An initial visual observation showed a small amount of use residue on the returned samples. The core wire and coiled wire of the guidewire were observed to be broken, and the coiled wire was found to be unraveled. The guidewire was measured to be approximately 49.8 cm long and the distal tip was found to be missing and was not returned. The distal tip of the introducer needle was observed to be curled. A microscopic observation revealed the break site of the core wire was tapered and the fracture surface was mostly flat and granular in texture, which is characteristic of tensile failure. The fracture characteristics and location of the observed damage as well as the reported event description suggest the guidewire was caught in a patient¿s tissue during insertion and then was broken due to excessive tensile (pulling) force. The product IFU states: ¿do not use excessive force when introducing guidewire or microintroducer as this can lead to vessel perforation and bleeding.¿ an examination of the wire structure revealed no potential damage/defect related to manufacture of the product. A lot history review (lhr) of recz1901 showed no other similar product complaint(s) from this lot number.